Manufacturer narrative:
This report is for unknown screw/unknown lot number. Not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial medwatch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during an open reduction internal fixation (orif) of the medial epicondyle, distal humerus on (B)(6) 2017, the threads on the 3.5mm cannulated screw (stainless steel) unraveled inside the bone. X-rays taken show the screw unraveled inside the patient's bone. An additional screw had to be implanted (the same screw with longer length, was implanted in the same path to ensure that the second screw engaged in the bone past the other screw) . The surgical delay is unknown. Reportedly, the patient has not been harmed by the device malfunction. The unraveled screw is not available for investigation as it is still implanted in the patient. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation summary indicates that: customer quality (cq) engineering investigation: 15-dec-2017. This complaint is confirmed. The provided x-rays in this complaint file show visual evidence of a screw that has had threads unraveled. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition. No new malfunctions were identified as a result of the investigation. A visual inspection of provided x-rays and drawing review were performed at cq for the complaint device as part of this investigation. No product design issues or discrepancies were observed. A review of the device history records was unable to be performed since the lot number was unknown. A material check or hardness check could not be performed at cq because the screw was not returned. A dimensional inspection could not be performed at cq because the screw was not returned. Because it was mentioned that the possible part# of the screw involved was 205.044, a drawing review was performed. No product design issues or discrepancies were observed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Remove si and replace with malfunction: patient code, remove (B)(6), replace with (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.